Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp pump. The physician reported pump not properly positioning within the ventricle, therefore, an attempt was made to remove and re-insert the device. During attempted removal, the device failed to exit the introducer due to looping of the guidewire. The introducer, pump, and guidewire were removed as one unit and a new pump was inserted, however, the patient developed a hematoma at the pump's insertion site. After patient's hemodynamics stabilized with the second pump, surgical removal was performed. Surgical removal was required due to hematoma that afflicted the insertion site from the pump in question.